Event description:
An asymptomatic patient presented in the clinic with a device that post-sensed t-wave oversensing on the ventricular lead. The patient received inappropriate hv therapy as a result. Hence, the sense pace portion of the lead was capped.

Manufacturer narrative:
Na